Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inflation valve of the catheter was detached as a syringe was connected to it.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found the catheter with the valve and cap detached from inflation funnel. The returned valve was still fixed in the cap. Inspected the exterior and found no damage observed on returned valve and cap. There was slightly slanting dent mark on the inflation funnel indicating the valve and cap was previously placed on the funnel. No other conditions found on sample that could be associated with reported event. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿do not pull the catheter hard. [The bladder/urethra may be injured.]" [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter."

Event description:
It was reported that the inflation valve of the catheter was detached, as a syringe was connected to it.